Event description:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, lung disease, death, other acute pulmonary fibrosis. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported wrong information in section h- type of reported complaint as only adverse event. After review, it was determined that section h- type of reported complaint should be filed as death. Section h- type of reported complaint corrected in this report.

Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information in box b. The following correction has been corrected in this report. In box b: the event date (rfb) has been corrected.